Event description:
Per the clinic, the patient developed a seroma with erythema and experienced granulating skin and wound breakdown of the postauricular wound, exposing the implanted device. The patient was hospitalized on (B)(6) 2026 and the patient was treated with multiple rounds of antibiotics (oral and IV) on (B)(6) 2026. Subsequently, the patient underwent a debridement of the postauricular wound under general anesthesia on (B)(6) 2026 and the device was explanted due to an infection during the same surgery. The patient was not re-implanted with a new device as of the date of this report.